Event description:
The hearing performance with the device was affected. Reportedly, the recipient showed a reduced speech comprehension overtime. No change in health or medication has been reported. An accident cannot be excluded; however, no such event has been reported. The recipient has been reimplanted on (B)(6) 2021.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance with the device was affected. Reportedly, the user showed a reduced speech comprehension overtime. The user has been reimplanted on (B)(6) 2021.